Event description:
Test strips were damaged. At the time of troubleshooting with the customer service agent, it was verified that the pt's testing technique was correct. She was sweaty and her blood glucose level was tested on a dr's meter with a result of 117 mg/dl, which does not reflect serious injury. She did not receive any medical treatment or attention. She was asked to retest during troubleshooting, but received an error 2 message. There is no report of adverse event. A replacement meter, control solution, and test strips were sent to the pt.